Event description:
The customer reported that after pipetting an hbsag plate the technician observed that no conjugate was dispensed into well b1 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.